Manufacturer narrative:
According to the conclusion of the investigation report, the returned vial had been exposed to an environment with high humidity, and it led to damped strips followed by the unexpected high measuring result. This case is an operational error of storage of the vial, not a systemic phenomenon.

Event description:
End user reported an adverse event that occurred in (B)(6) 2022. The end user tested their fasting glucose level at 9 am and received three readings of 470, 453, and 417 while using an easy touch (member's mark) glucose meter with serial number (B)(4) and easy touch (member's mark) test strips with lot number 552403. The end user was transported by their husband to the emergency room at 11am. When arriving at the hospital the blood draw lab work read at 78 mg/dl. The end user reports that nothing other than water was consumed all morning long. After the blood work, the end user at lunch, felt fine and was later prescribed a new glucose meter from their doctor which they have been using since the event. (According to the information of mhc) this report is same as the MFR report #: 3005798-2023-03095, reported by mhc.